Event description:
It was reported that the brake was not holding or latching due to wear.

Event description:
It was reported that the brake was not holding..

Manufacturer narrative:
Follow-up submitted as further investigation determined the brakes were performing to specification and no defect was found.